Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va05sc0, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that there was pain at the implantable neurostimulator site. The patient had turned stimulation off, had the health care provider reprogram the device, and the health care provider offered to move it, but the patient opted for explant. The patient was having pain all across her ¿hiney¿ and it ¿felt like she was being branded like a cow.¿ it seemed like the battery pack wanted to move around and the edges were so sharp and almost got to her waist. The patient went to the emergency room once for the pain and she fell off the bed. During the removal, the procedure was intended to be about 45 minutes, but it took 2.5 hours instead due to the wires being so embedded in her that it took them a while to get the wires out. The system was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.